Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.

Event description:
It was reported that when removing shield the hub separated from device with a bd syringe 0.3ml 29ga 1/2in. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: when removing a needle shield, the needle was separated from the hub.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that when removing shield the hub separated from device with a bd syringe 0.3ml 29ga 1/2in. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing a needle shield, the needle was separated from the hub.